Event description:
Legal counsel for patient reported that the patient underwent a right total hip arthroplasty on (B)(6) 2004 and a left total hip arthroplasty on (B)(6) 2005. Subsequently, the patient underwent a revision procedure on the left side on (B)(6) 2014. Legal counsel for patient reports patient allegations of pain, discomfort, inflammation, soreness, dysfunction, loss of range of motion, elevated metal ion levels, metal poisoning, metallosis, and lack of mobility. A review of invoice history confirmed all surgery dates and suggests that the acetabular cup, modular head and taper insert were replaced with competitor acetabular components and a biomet head during the left revision surgery. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported that the patient underwent a right total hip arthroplasty on (B)(6) 2004 and a left total hip arthroplasty on (B)(6) 2005. Subsequently, the patient underwent a revision procedure on the left side on (B)(6) 2014. Legal counsel for patient reports patient allegations of pain, discomfort, inflammation, soreness, dysfunction, loss of range of motion, elevated metal ion levels, metal poisoning, metallosis, and lack of mobility. A review of invoice history confirmed all surgery dates and suggests that the acetabular cup, modular head and taper insert were replaced with competitor acetabular components and a biomet head during the left revision surgery. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in operative report noted patient underwent a left hip revision procedure on (B)(6) 2014 due to subluxation, metallosis, elevated metal ion levels and difficulty ambulating. Operative report further noted fluid, wear of the modular head and acetabular cup, a fractured acetabular cup and softened bone. The modular head, acetabular cup and taper adapter were removed and replaced with a biomet head and competitor cup and liner.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions¿ and "intraoperative or postoperative bone fracture and/or postoperative pain." And "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 2 of 4 mdrs filed for the same event (reference 1825034-2015- 00163 / 00166).